Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.

Event description:
The caller reported after 2 days they noticed the pt's tracheostomy tube was losing volume and they noticed a crack on the plate where it meets the junction of the flange. The caller stated it was not broken off, but cracked. A non-routine replacement of the tube was required.